Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer rf (radio-frequency) head was unable to interrogate and failed testing. The cable was replaced. It was further noted the upper case lens was cracked. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
(B)(4)